Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The caller stated that the insulin pump was worn underneath a lead gown while the customer was having an x-ray taken at the dentist. The blood glucose reading was 314 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to verify alarm in the alarm history due to history file overwritten. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window, scratched case and minor scratches on lcd window.